Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to excess tubing resulting in the pump to flip inside the scrotum and the patient was unable to use the device. The aus remains implanted and the physician removed the excess tubing and re-positioned the pump. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.